Event description:
On (B)(6) 2009, the patient reported that she attempted to bolus 10.3 units of insulin and an e4 (occlusion) error followed by an a8 (bolus canceled) alarm was displayed on the infusion device. She was instructed to disconnect from her infusion site and she bolused 4 units of insulin without error. She stated that the infusion site was inserted today. She removed the infusion site and stated the cannula was bent. She was sent information on infusion site management and an infusion set insertion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.